Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was discovered to be in safety mode. Surgical intervention was performed and the crt-p was explanted and replaced. No additional adverse patient effects were reported. The crt-p is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the cardiac resynchronization therapy pacemaker (crt-p) was performed. Visual inspection noted no irregularities, and all seal plugs and set screws were found to be intact and functioning normally. The device was found to have no output or telemetry, and therefore the battery status of the device at explant could not be determined. The device was sent off for further detailed analysis, which confirmed the device exhibited a higher-than-normal concentration of hydrogen and moisture. The device case was opened, and the battery was removed from the circuit and connected to an external power source, which measured normal values. Analysis was able to confirm the device was returned and operating in safety mode, however, a probable cause could not be determined as no high current drains were noted and the battery was not failing.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was discovered to be in safety mode. Surgical intervention was performed and the crt-p was explanted and replaced. No additional adverse patient effects were reported.